Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation and/or stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that approximately fifteen (15) years post-implantation of this bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis (mean gradient = 42 mmhg). Echocardiogram revealed restricted leaflet motion of the surgical valve. Post-implantation of the transcatheter valve, there were no reported complications and the procedure was a success.